Event description:
The customer's father reported via phone call that the customer's insulin pump was gushing insulin from the cannula after removing it from the insertion site. After the incident, the customer was taken by paramedics to the hospital. The customer was subsequently hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 300 mg/dl. The customer's father explained that prior to the hospitalization, extra insulin was primed into the customer's body after the infusion set was inserted. However, the customer was treated quickly after the incident that the customer's blood glucose did not actually go low. The customer also received a no delivery alarm when attempting to prime. The customer's father declined troubleshooting. The customer was treated with an IV at the hospital. The customer agreed to return the insulin pump for analysis. The customer was advised that a replacement insulin pump would be sent per their request.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.